Event description:
Foley cath placed by physician prior to procedure. During procedure, decreased urine output noted and surgeon notified. At end of case, foley came out of urethra with balloon deflated/broken. Physician examined broken foley.